Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown femoral head, unknown stem, unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04373. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent revision of the locking ring and stem due to locking ring dislocation and femoral stem loosening. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.